Manufacturer narrative:
(B)(4). The device has been received by the manufacturer for laboratory investigation but the investigation has not yet begun. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Excessive rpms and high internal pressure with very limited flow led to clinician changing hls set. How high was the delta-p during the run? 50-100mmhg. How long was the product in use before the incident occurred? 30 minutes. Was clotting observed? Not in the circuit. Were there any patient consequences? None reported related to ecls. (B)(4).

Manufacturer narrative:
(B)4). An hls module was returned to the factory and investigated in the decontamination / complaints laboratory. No clots were visible on the blood inlet and blood outlets sides. No blood clots were visible on the blood side on flushing out the oxygenator with water. During flushing of the gas side of the oxygenator, a leak from the cover of the gas side was found. During flushing of the blood side of the oxygenator, a leak from one of four connection bases of the pump housing side was found. The leakage was caused by cracks. Cracks were also detected at the luer lock of the de-airing membrane. The housing of the module was scratched and showed small signs of damage. It should be noted that there was no mention of any cracks, damage or leaks in the customer report, and so such damage must have occurred in the process of returning the product to the factory for investigation. For further examination, the product was sealed with glue and forwarded to the qa laboratory. In the qa laboratory, the product was tested for its gas exchange performance for o2 and co2, and also a pressure drop test was performed. The product passed all the performance tests and was found to be working as specified. The conclusion from the investigation and evaluation of the sample is that the reported issue is not related to device-related factors, and the pressure performance is within specification. A definitive root cause cannot be determined, as it is considered to be clinical in nature, and can have a wide range of causal factors that cannot be established after the event. This is the final report.

Event description:
(B)(4).